Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Serial number provided is (B)(4).

Event description:
It was reported that the pump exhibited an error code message. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. The pump was manufactured in 2016 and thus outside of its warranty period. A service history DHR was performed on pump with the serial number (B)(6) (mentioned as one of the pumps used in the customer description of the event and it was included in the complaint number (B)(4)) and the pump was found never to have been back for repair previously. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 7400. H4: correction: device manufacturing date: should be blank.